Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." "Supplies to carry every day: blood glucose testing supplies: meter, strips, control solution, lancets, meter batteries." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 1000-1200 mg/dl range and a high ketone level identified as dangerous (diabetic ketoacidosis). The customer was vomiting; therefore went to the emergency room via ambulance and was subsequently hospitalized. Reportedly, the customer did not have a glucometer and was unable to check bg. Customer also indicated that the infusion set tubing may have had a blockage; however cause was unknown as no issues were observed with supplies. Customer was using admelog insulin. Bg was treated via intravenous insulin. Reportedly, customer was released with the issue resolved and no permanent damage. The customer could not recall additional details regarding the event. Tandem technical support educated the customer on insulin labeling. Customer acknowledged.